Manufacturer narrative:
(B)(6). (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned complaint device revealed that there was contrast on the shaft of the device. Tactile and visual inspection with magnification revealed no damage or irregularities. Functional testing was performed by flushing the lumen with tap water using a 5mm syringe. When flushed, a majority of the water flowed from the distal tip but water also leaked from the junction of the hytrel and polyurethane shaft segments. The gap at the hytrel-polyurethane junction was measured with a calibrated steel rule; the gap measured within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that during preparation for a percutaneous coronary intervention procedure, they noticed a whole in the catheter. The user opened up the box, pulled this crossboss catheter out and when attempting to prep it, they noticed that there was a hole in the catheter lining. It was noted that they did not use this device and they never put it in the patient. They set it aside and grabbed a new one out of a different box. The procedure was completed with another of the same device.

Event description:
It was reported that during preparation for a percutaneous coronary intervention procedure, they noticed a whole in the catheter. The user opened up the box, pulled this crossboss catheter out and when attempting to prep it, they noticed that there was a hole in the catheter lining. It was noted that they did not use this device and they never put it in the patient. They set it aside and grabbed a new one out of a different box. The procedure was completed with another of the same device.